Manufacturer narrative:
(B)(4). Concomitant product: adaptor beta cap d-adaptor (kendall/covidien (B)(4)). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a minicap extended life pd transfer set with twist clamp became detached from an adaptor beta cap during patient use. Per the report, the home patient called the dialysis clinic and said that the transfer set fell off during the night, resulting in a leak. The following morning a nurse sterilized the beta adapter, attached new transfer set and administered prophylactic antibiotics. There is patient involvement; however, no patient injury or adverse event occurred. No further information is available.